Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent damage and difficulty advancing occurred. The more than (B)(4)% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 2.50 x 24 synergy drug-eluting stent was advanced for treatment. However, resistance was felt while advancing and the stent was kinked and damaged. The device was removed intact from the patient, and procedure was cancelled. A coronary artery bypass graft was performed and completed the procedure. No patient complications were reported. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Device evaluated by MFR.: synergy mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the measurement was inside the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube shaft break at approx 22.5cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.